Event description:
Information was received from patient regarding an implantable neurostimulator (ins). Patient reported that they were programmed by mdt rep a year ago, the programming only lasted for a few days before the stimulation went too low in their back. The stimulation was to help with back pain, however it went down to the low back and thighs. Patient said they would only get therapy for their back if they tilt their head way back. Patient has an appointment with hcp in june and they would like rep to come to reprogram their implant. Technical services(ts) redirected patient to hcp's office to page rep on site.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.